Event description:
Customer reported the cvsm device power cord wires were exposed.

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp). Pulse rate (pr) nr. Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The faulty power cord was returned. A replacement cord was requested by the customer. Although there was no adverse event reported wit this incident, if the reported malfunction were recur it could lead to serious injury. Contact with exposed electrical wire can result in electrical injury.